Event description:
Customer called to report the pump had a no delivery alarm. Troubleshooting was performed. Pump alarmed right away. The reservoir was removed to check resistance. Then pump was tested without a reservoir, unit did not alarm. It stated that when they tested the audible tone, the audible tone could be heard, but the vibrate feature was not working.